Event description:
It was reported that the patient felt symptomatic with unipolar pacing and experienced "thumping" at the pocket site. The atrial lead switched from bipolar to unipolar sensing. The unipolar sensing value was greater than the bipolar sensing value. The bipolar sensing value was low. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.